Event description:
Info received indicates that pump would not turn off after the feed was done.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty, pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). Complaint could not be verified. Customer could not provide more details about event.